Manufacturer narrative:
Blank display due to corroded battery cap contact, however pump received with normal operating currents. No unexpected off no power alarm noted. Insulin pump received with cracked case at display window corner, minor scratched display window.

Event description:
Customer reported via phone call that the device would not run on. Display would come on for a second when the button was pressed. Customer's blood glucose was 177 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.